Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red, oozing, and bloody rash on back under te pad. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an ointment for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.